Manufacturer narrative:
Pending evaluation. Concomitant device(s): cocr fem head 36mm -3.5 offset 12/14 (cn: 142-36-93, sn: (B)(4)). No information provided in the following section(s): weight, ethnicity, implant date.

Event description:
As reported, this (B)(6) female patient¿s initial left total hip arthroplasty was performed on (B)(6) 2012. She was brought in for a revision because the surgeon thought the cup might have been loose. The hip was opened in standard fashion. The femoral head and acetabular liner were removed. The surgeon then tried to remove the cup, but, found that it was well fixed. Instead of revising the cup, he decided to implant the same acetabular liner and up size the femoral head. This construct made the hip very stable and the hip was closed in standard fashion. The patient left the or in stable condition. Devices will not be returned due to hospital policy.

Manufacturer narrative:
(H3) the evaluation noted that the reason for the revision was likely the result of joint instability which may have been due to patient conditions. However, this cannot be confirmed because the components were not returned for evaluation. (D11) concomitant device(s): cocr fem head 36mm -3.5 offset 12/14 (cn: 142-36-93, sn: (B)(6)). Section h11: corrections made in the following section(s): (g4) the awarness date should have been 26-nov-2019 in the inital submission.